Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051411. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-04212 / 04213 and 3002806535-2016-00792 and 0001822565-2016-03782 and 0002648920-2016-03222).

Event description:
Legal counsel for patient who underwent a hip revision approximately 5 years post-implantation reported patient allegations of pain and trunionosis, and yellow necrotic tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative reports state that the patient had effusion in the hip joint. There was wear of the acetabular liner with the acetabular component at a 0-10 degree anteverted position. Lysis was noted in the ischium and anterior-superior acetabulum and pelvis with lesions of greater than 4cm. The femur was noted as having a greater than 4cm proximal circumferential lysis. The trunnion was noted as having corrosion. There was also noted to be pseudopods of bony ingrowth in the acetabulum.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.